Event description:
Procedure type: unk. According to the reporter: during use, a part of the seal torn and air leakage occurred. No bleeding. Nothing fell into the patient's cavity. No tissue damaged. Not extended more than 30 mins. No patient info available. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B) (4).